Event description:
An ophthalmic surgeon reported poor cutting with three probes during surgery. The procedure was completed with a fourth probe that functioned properly. There was no harm to the pt.

Manufacturer narrative:
A sample has been received, but in house evaluation has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).